Manufacturer narrative:
Customer reported smoke coming from the generator and lights going on and off in the operating room during use. The MFR is awaiting the return of the unit for eval. Once the investigation has been completed, a f/u report will be submitted.

Event description:
Reported event: "some smoke came out of the pulsar console. Operating room lights went on and off during use of the machine."